Manufacturer narrative:
(B)(4). Approximate age of device - 9 days. A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists bleeding and stroke as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was brought to the operating room on (B)(6) 2015 after experiencing a hemorrhagic stroke. The surgical attempt to stop the head bleed was unsuccessful and patient expired on (B)(6) 2015. At the time of the event, the patient was treated with intravenous heparin with partial thromboplastin time at 50 seconds 50 60 seconds and coumadin up titrating for international normalized ration (inr) goal with inr of approximately 1.5. The patient had been on anticoagulation for a long time with aspirin 325mg daily. The patient may have been hypercoagulable. It was noted that during the case the patient's tendency was to clot. The pump was not explanted and will not be returned for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: additional information provided by medwatch report # (B)(4)included the following: patient admitted on (B)(6) 2015 in anticipation of placement of an elective lvad on (B)(6) 2015 for worsening heart failure. The immediate post-op neuro/cns status intact. The morning of (B)(6) 2015, the attending was notified of a change in mental status of the patient. A CT was ordered and results showed an acute hemorrhage. Patient on coumadin and heparin IV-inr was 1.5. Ptt 63.5, neurosurgeon consulted and was taken to the operation room for planned drainage of the hemorrhage. Findings at surgery included a large cerebral hemorrhage necessitating removal of portions of the right frontal lobe in order to close. There was probable herniation. Pupils were fixed and dilated.